Event description:
The event is reported as: complaint alleges: the caps on the pressure monitoring lines of the breathing circuits are cracked. Defect discovered during inspection of inventory. No pt injury reported.

Manufacturer narrative:
The device sample was not received by the MFR at the time of this report. A follow-up report will be sent when completion of investigation.